Manufacturer narrative:
The field service representative (fsr) verified the reported complaint. The coin cell battery was replaced, and the unit passed all performance and verifications checks. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the use facility's biomedical engineer, the reported non-clinical activity was during a routine check of the unit.

Event description:
It was reported that during use of the device for a non-clinical activity, the heart lung machine (hlm) displayed a 'boot disk failure' message. There was no patient involvement.